Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug via an implantable pump for rectal malignant tumor, cancer pain. It was reported that on (B)(6) 2024, when the doctor was adjusting the drug infusion pump, it was found that the drug infusion pump had an unexplained motor stall.  After repeated debugging, the pump still could not resume operation. After discussion with the whole department, reporting to the medical department, and fully communicating with the patient, on (B)(6) 2024 they performed removed the pump and implanted another analgesic pump. After the operation, the patient's cancer pain was significantly relieved and the incision could be healed. The cause of the  motor stall was unable to be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.